Event description:
The hospital reported that during an endoscopic vein harvesting procedure, co2 would not flow through the btt of the vv 6 accessory pack (vh-2004). Patient was not injured. No time was added to the case. A new (btt) was used to complete the procedure and the same vv6 was used to complete the procedure.

Manufacturer narrative:
Trackwise ID#(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Manufacturer narrative:
Trackwise # (B)(4). Updated section: b4, d9, g3, g6, h2, h3, h6, h11. The lot # 3000428128 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.